Manufacturer narrative:
The instruments in the cycle subject of the event were reprocessed prior to use. The user facility owns two v-pro max sterilizers and could not confirm which of the two units the reported event occurred on. A review of the unit's cycle printouts confirms that the cycles completed successfully for both units. A steris service technician arrived onsite following the reported event to inspect the sterilizers. The technician inspected the sterilizers and found both units to be operating properly. No issues with the functions or operations of the sterilizers were identified. The sterilizers were returned to service. The employee subject of the event was not wearing proper ppe, specifically gloves, while handling the instrument pack as stated in the operator manual. The operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment". Additionally, the v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." Aorn's guideline for sterile techniques, guidelines for perioperative practice aorn inc. States, "inspect instrument tray wrappers for integrity and moisture before placing the contents on the sterile field". The technician counseled user facility personnel on the importance of thoroughly drying instruments and wearing proper ppe, specifically gloves while operating their v-pro max sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burning sensation while unloading instruments that were processed in a v-pro max sterilizer. No procedure delay or cancellation occurred. No medical treatment was sought or administered.